Manufacturer narrative:
The analysis of the handpiece was completed. Evaluation found that the bearings were corroded and the motor shorted. The bearing, motor and seal were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that it took few minutes for the device to get hot. The device was not turning. The procedure was completed with a replacement device.

Manufacturer narrative:
The device was returned. Analysis could not confirm the reported event of overheating. Service <(>&<)> repair could not perform pre-repair temperature testing, the device motor was not turning when received. Evaluation found that the motor was dirty (corroded). Evaluation is not complete. Completion of analysis is anticipated.

Event description:
The facility reported that pre-operative the handpiece was overheating. There was no patient impact.